Event description:
It was reported that during a procedure of the heavily calcified, superficial femoral artery (sfa), the balloon ruptured at 14 atmosphere on the first inflation. The procedure was completed using a same size fox plus without issue. There were no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed, however, it was not possible to perform a thorough analysis on the product as it was not returned for investigation. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The balloon rupture is likely due to interaction with the lesion which was described as heavily calcified. If the balloon experiences mechanical damage during the procedure, such as interaction with a calcified lesion, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Overall, the reported rupture appears to be the result of interaction with the calcified lesion. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed for the reported lot and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.